Manufacturer narrative:
Concomitant medical products: st. Jude ICD, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and the atrial lead were explanted due to infection. It was noted that the leads were attempt to be extracted but was unsuccessful so the patient was transferred to another hospital for extraction. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. The inner insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.